Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain.

Event description:
It was reported that the patient had been having trouble charging their ipg. Patient claims that the recharge time and frequency increased. Additionally, the patient experienced intermittent communication between the charger and the ipg. As such, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.